Event description:
It was reported by the plaintiff's attorney that "on or about (B)(6) 2010," the plaintiff was implanted with an ams monarc to treat stress urinary incontinence. The plaintiff's attorney alleged that the plaintiff experienced "severe and permanent bodily injuries and significant mental and physical pain and suffering." The plaintiff's attorney also alleged that the plaintiff suffered"infection or inflammation, tissue abrasion, and other severe adverse health consequences."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.